Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that patient had previous failed implant #9, 10, different company. Removed old implants, placed new #10, removed #8 and placed new for long term prognosis.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, tapered screw-vent implants. With full mtx surface texturing and microgrooves for evaluation. Visual evaluation was performed. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. (B)(4) (due: (B)(6) 2024). This complaint refers to the tsvtb10, tapered screw-vent implants. With full mtx surface texturing and microgrooves. DHR review was completed for the subject lot number#: 1244469. No deviations or non-conformances. Which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history: review was performed, for the reported lot number#: 1244469, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental, medical, other¿. The customer did not submit images, for the reported event. Based on the investigation and risk management file review, as per rm-00541-haz rev 3. The most likely root cause determined, from the investigation was long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA/hhe/d escalation is required. As the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified, through the investigation performed. At this time, the complaint investigation has been completed. And the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes.

Event description:
No further event information available at the time of this report.